Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed episodes of noise reversion and noise on the right ventricular lead. The noise was oversensed and marked as episodes of high ventricular rates. There were no reported patient symptoms and the patient will be monitored.

Manufacturer narrative:
Additional information - b1, b2, b5, h1.

Event description:
Additional information - the lead was capped and replaced on 01 may 2020 due to oversensing.